Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained a blow to the head, resulting in no connection with the internal device. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6), 2010.